Event description:
It was reported following a percutaneous coronary intervention (pci), a 6f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed bleeding from around the procedure sheath. Difficulties were encountered during deployment; the suture release assembly would not allow the device to pull out of the puncture tract. The physician cut down the puncture site and confirmed that the anchor was out of the artery; a subcutaneous deployment. The anchor, collagen, and suture were removed from the puncture tract. Manual compression was applied and hemostasis was achieved.

Manufacturer narrative:
One each of the following 6f angio-seal sts plus components was received for evaluation: hemostasis sheath and carrier tube assembly. The components were wet with a blood-like substance. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear-lock position. The anchor exited the carrier tube and was in contact with the monofold; there was no suture or collagen exposed. The overall device is consistent with partial deployment. The components were rinsed with water to enable visual inspection. The deployment sleeve/hemostasis sheath and tensioner hub assembly (with associated components) were removed from the tensioner cap. No anomalies were noted in the path through the clear tensioner frame distal cutout and the carrier tube hub; the suture passed into the carrier tube without restraint. No anomalies were noted in the clear tensioner frame hole; the radius was smooth, and the suture passed through the hole and across the radius without restraint. A portion of the suture, as seen through the clear tensioner frame, was still coiled in the suture wind disk. There was no evidence that the suture was tangled, knotted, or restrained. The suture was visible beneath the silicone tensioner, extending in a straight path between the clear tensioner frame center hole and the carrier tube hub. The silicone tensioner and tensioner disk were removed; no anomalies were noted. The silicone tensioner was reinstalled in the clear tensioner frame, and the tensioner hub assembly reinstalled in the tensioner cap. The suture was extracted; no anomalies were noted during deployment. The device was again disassembled and visually inspected; no anomalies were noted. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.